Manufacturer narrative:
Pump received with intermittent button response and button error alarm due to corroded keypad traces. No moisture damage on the lcd board, motherboard, interface board, radio frequency board, motor, vibrator and battery tube assembly during visual inspection. Insulin pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, cracked battery tube threads, and cracked belt clip slot. (B)(4).

Event description:
Customer reported via phone call to have moisture under display screen due to customer being in swimming pool with insulin pump. Customer's blood glucose was 105 mg/dl. Customer was not able to clear alert due to buttons not responding. Customer was advised that insulin pump would need to be replaced.